Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with cracked battery tube threads. Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Pump received with stained keypad overlay. Pump received with minor scratched lcd window and stained end cap sticker.

Event description:
It was reported that their insulin pump was damaged. The customer reported the screen was scratched and had a missing part. Troubleshooting was not mentioned in the report. Blood glucose levels were not mentioned in the report. The device will be returned for analysis.